Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose values reached over 500 mg/dl and went to the hospital to seek treatment. For treatment, the patient was provided fluids. The pod was worn on the abdomen and was discarded at the hospital. The patient was released from the hospital on the following day.